Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon had a revision tha due to a loosening of the stem on march 22nd 2011. The surgeon noticed some fragments of something in the intramedullary after he removed the stem."